Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvéderm® ultra plus xc in the nasolabial fold, pyriform, and lower cheek. Hcp noticed the patient was experiencing vascular occlusion, "paleness and blanching of skin and stopped injecting". Hcp treated the patient with 4ml of hyaluronidase, massaged the skin, and applied heat. Symptoms are ongoing.